Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was attempting to use a visipro balloon expandable stent to treat a soft tissue lesion in the right distal common iliac artery. The lesion was not calcified, had no stenosis and was not tortuous. The artery diameter was 7-8mm. The device was prepped as per the IFU with no issues identified. The vessel was not pre-dilated and no excessive force was used. The device did not pass through a previously deployed stent. There was sufficient distal landing zone. During the advancement of the device to the intended lesion site the proximal portion of the stent deployed, the visipro was inflated and deployed in the external iliac artery. No attempts were made to remove the stent. The procedure was completed with alternate balloon expandable stents deployed to bilateral common iliac stents successfully. No patient injury was reported.